Event description:
It was reported by the patient that there is a "burning and sticking feeling around the device". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.